Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high for the glucose meter to detect. The customer was also feeling nauseous. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had initially called to report a no delivery alarm, therefore, there was no need to conduct the high pressure test. The insulin pump did pass the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.